Event description:
It was reported that the device was returned to (B)(4) for exchange and upon inspection on (B)(6) 2012, it was observed that the inner pouch with serial #(B)(4) was found to be opened. There was no sign that this unit was sealed during production. No other information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned from the finished goods warehouse was analyzed. It was confirmed that the tyvek seal of the pouch was open and had not been previously sealed. A review of the lot history record for the manufacturing of the reported lot revealed no associated nonconforming material records related to open pouches, indicating all lot release testing met acceptance specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on a related records review, there is no evidence that this product deficiency affects inventory or distributed product.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.